Event description:
It was reported that there was an occlusion. The pt is in good condition after replacement surgery.

Manufacturer narrative:
(B)(4). The peritoneal catheter passed the patency check and showed no anomalies. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. The instructions for use that accompany the device caution that the system may become internally occluded due to the tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.